Event description:
The reporter indicated that a shock was not delivered and a possible therapy diagnostics anomaly.

Manufacturer narrative:
Summary of analysis: the reported inability to perform a t-wave shock and the observed charge counter errors were most likely due to an incomplete backup reset operation which resulted in some software patches not being enabled.